Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant product used: product name: lasso® circular mapping catheter, us catalog #: unknown, lot #: unknown. Non-bwi products used: coronary sinus catheter, his catheter and hemodynamic pressure catheter. (B)(4).

Event description:
During a clinical trial attest, sponsored by bwi, during a procedure a cardiac tamponade occurred with a thermocool® smarttouch® uni-directional navigation catheter which required pericardiocentesis, pharmacologic treatment and prolonged hospitalization. The patient¿s medical history is unknown. The procedure was completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related.